Event description:
A surgeon reported that after implantation the intraocular lens (iol) had what was described as "metal powder" on it. It was reported that the wound was widened in order to remove the iol. It was reported that the replacement iol had the same "metal powder" observed on it after implantation.